Manufacturer narrative:
Complaint has been evaluated and is similar to: 1644408-2018-01022; 509-00-032, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - patient complaint of pain.